Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the inpen dispense button fell off and dose nob/dial was difficult to turn on. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed and the inpen replacement initiated. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen and revert to a backup plan per healthcare professional instructions. Mmt-105nnpkna was requested and customer response was the device will be returned.

Manufacturer narrative:
No physical damage to cartridge holder or inpen front and back shell was noted. Unit was also received with missing injection foot. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Unable to perform baseline and wireless functionality due to missing injection foot. Unable to perform displacement dose accuracy and leadscrew reset torque test due to missing injection foot. Inpen passed front cap investigation. In conclusion: a missing injection foot can cause inaccurate dosages, therefore unable to confirm difficult to dial/dose. No insulin is dispensed when the injection/dose button is pushed therefore, the customer concern of dispense button fell off was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.